Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for initial implant. During the procedure, the lead pin did not fit inside the port of the implantable cardioverter defibrillator (ICD) header. This ICD was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.